Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 250 units of insulin, and decreased to 60 units, and then 5 units. The customer loaded a new cartridge and received an accurate fill estimate; however, the customer reported that on ,(B)(6) the insulin gauge displayed an inaccurate fill estimate of 10 units. During troubleshooting with tandem technical support, it was noted that the cartridges were being filled with cold insulin. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 240 mg/dl.